Event description:
During patient use, the autopulse platform (sn 35724) displayed fault 16 (timeout moving to take-up position). The crew moved the patient to a clear spot in the room after assessing the patient and started manual CPR. The patient was moved onto the platform during the 2-minute pulse check/rhythm check. After adjusting the patient, the platform displayed fault 16. The staff reverted to manual CPR for another 2 minutes before trying the platform for a second time. The fault 16 persisted and the crew continued manual CPR for the remainder of the call. The patient outcome is unknown.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position)" was confirmed during functional testing and review of the archive data. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rust/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion, which prevented the brake from opening/closing during activation. This caused fault 16, preventing the platform from performing compressions. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. The lack of regular maintenance could lead to degradation of the mechanical components of the drive train, including brake seizure. During visual inspection, the front cover was observed to be cracked in the front-end area and the bottom cover had a crack at the handle area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front and bottom covers were replaced to address the damage. The power distribution board revision was up to date. Based on archive data review, multiple fault 16 were observed on the event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. To remedy the fault code, ipa was used to clean and remove rust/corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(6).